Event description:
It was reported that the customer accidentally jumped into the pool, two days in a row, with the insulin pump attached to them. The customer's blood glucose was 212 mg/dl. The customer stated that, the day before the phone call, they dried out the device and it was fine. But the day of the phone call, after submersion, the buttons of the insulin pump were not working and the device was alarming button error. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.